Manufacturer narrative:
The complaint sample was not returned by the reporting facility. Product and batch history records were reviewed for the iol and all documents indicate the product met release criteria. There have been no other complaints reported in this lot number. Additional info was requested. A completed questionnaire was rec'd on 06/24/2008.

Event description:
A nurse reported a haptic broke off the intraocular lens (iol) during implantation. The iol was removed and replaced with a different iol during the same procedure. It was reported the surgical incision was enlarged, a vitrectomy was performed. The pt was treated with topical steroids. The pt outcome was reported as "poor" .